Event description:
Pump emitted an altitude alarm, leading to insulin suspension. Customer's blood glucose level stayed below 500 mg/dl, indicating no adverse impact. Customers were advised by technical support to remove speaker hole obstructions and clean them, successfully resuming insulin delivery after a brief wait. Alarm did not recur, and pump returned to normal functioning. Preventative tips were provided and acknowledged by the customer.